Event description:
During index procedure, one endeavor rx drug-eluting stent was successfully deployed at right posterior lateral. Approximately 29 months post index procedure, the patient was hospitalized for bronchitis complaining of fatigue and loss of appetite. Two weeks later, exacerbation of chronic heart failure was observed and the patient expired. The investigator has stated that the event was not related to the study stent, drug or procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). (B)(4).